Manufacturer narrative:
A review of the device memory confirmed the low voltage fault was declared on (B)(4) 2012. No other faults or resets were stored within the device memory. Based on the battery voltage, therapy was not compromised. A longevity calculation was performed using data from the device memory. Since the device was not detecting the loss of battery energy, the device's battery status indicators were not reflecting the depletion condition and were inaccurate, which triggered the fault. Engineers estimated the true depth of battery discharge to obtain and estimate of the fault current. The issue appeared to begin in (B)(4). The device has been received for detailed analysis. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that three fault codes 1003 were recorded on (B)(6) 2012. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones. Upon device interrogation, a fault code 1003 was displayed. A download of the device memory was performed and sent in to boston scientific for analysis. Subsequently, the device was explanted and returned for detailed analysis. No additional adverse patient effects were reported.